Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure after pocket incision was sutured, the physician noticed the atrial lead was dislodged on the final fluoroscopy. The physician re-opened the pocket and repositioned the lead without further incident. The patient was in stable condition.